Event description:
Pt had PICC line inserted in right basilic vein for home administration of antibiotics. Schedule for removal of PICC line on the day of the event. On third attempt of removal, the catheter broke off. There was 7" external and 14" internal. Pt taken to surgery for removal of retained part.